Event description:
The consumer reported that this patient has a bone type of 1, the consumer also has reported that the time of loss in relation to implantation was before prostheric restoration, primary stability was achieved & the implant did osseointegrate, the consumer also reported inadequate bone quality/quantity & that there we're mobility concerns.

Manufacturer narrative:
The consumer reported that this patient has a bone type of 1, the consumer also has reported that the time of loss in relation to implantation was before prostheric restoration, primary stability was achieved & the implant did osseointegrate, the consumer also reported inadequate bone quality/quantity & that there we're mobility concerns.